Manufacturer narrative:
Case with patient identifier (B)(6) related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 486 mg/dl (lot 500037) and 176 mg/dl (unknown lot).